Event description:
It was reported that during a routine follow-up, the right atrial lead exhibited intermittent noise with auto mode switch episodes; the noise could not be reproduced. The patient was asymptomatic, so the physician elected to reprogram the device and continue to monitor the patient.

Manufacturer narrative:
(B)(4).